Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00699. It was reported the pt (germany) lost stimulation. A diagnostic test revealed invalid impedance readings for all lead contacts: however, x-ray imagery showed no visual anomalies. Further interrogation revealed a lead fracture. The pt's lead extension was also found to have an impedance issue. As such surgical intervention was undertaken to replace both the lead and lead extension. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Results: the complaint of "invalid impedance" was confirmed. As received, the extension was complete with reddish discoloration on connector block and septum. Also fluid intrusion was observed in lead body. Microscopic inspection revealed the septum was intact and the setscrew was properly oriented in the connector block. The channel 8 in the header was broken. Continuity test failed for channel 8. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.